Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the reoperation for asd was performed by using the expedium system. This reoperation was the re-fixation surgery (unilateral) by using the universal connectors due to the rod breakage at l3/4 (each universal connector was placed at l3/4 and l4/5, and an extra rod was added between each connector). The surgery was completed with a no delay. (This (B)(4) is related to (B)(4).)

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at a macroscopic level found that the rod had fractured. Device was then sent for fracture analysis. The fracture analysis report exhibits two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of a fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the rod fracturing cannot be positively determined. However, the fracture analysis report exhibits two surface morphologies a smooth and a grainy/rough region and progression lines which are indicative of a fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.